Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report. Additional devices listed in this event: catalog: 4845-4-104 description: abgii. Modular stem lot: g3007908; catalog: 4845-4-417 description: abgii modular long neck lot: g2042357; catalog: 6570-0-136 description: delta v-40 ceramic head 36/0 lot: 379160002; catalog: 542-11-54f description: trident psl ha cluster 54mm lot: 35047804. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience.

Event description:
On (B)(6) 2012 he was admitted to the department of surgery of (B)(6) with the diagnosis: "secreting fistula in prosthetic hip right", subsequently, he was submitted blood tests and bone scintigraphy with marked leukocytes. The following tests were altered and the result of the scintigraphy demonstrated an inflammatory process in the right hip prosthetic site. On (B)(6) 2012 he was discharged hospital.